Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Manufacturers ref# (B)(4). D4) catalog# igtcfs-65-1-uni-celect-pt g1) name and address for importer site: cook medical incorporated (cmi) 400 daniels way bloomington, in 47404 registration no.: 3005580113. (B)(4). Investigation is still in progress.

Event description:
Description of event according to initial reporter: "received a call last night from physician had a patient on the table and the celect platinum g34505 would not flower or deploy fully. Physician acknowledged after further review filter was not placed in ivc and therefore placed another one under it in the ivc." Additional information provided 22may2018: "the filter was not properly deployed, that is why filter did not expand properly¿.no defect to filter but it was placed incorrectly." Additional information provided 23may2018: "two lot#¿s that were used. Lot # e3681704 & e3553164"

Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Manufacturer ref# (B)(4). Name and address for importer site: cook medical incorporated (cmi) (B)(4). Registration no.: (B)(4). Ec method code: 4109 - historical data analysis. 4112 - analysis of data provided by user/third party. 4114 - device not returned. Summary of investigational findings: investigation is based on event description and provided imaging. No product failure information or patient outcome has been provided. If at a later time more information should arise the complaint investigation will be reassesed. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that it did not perform as intended. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Exemption number e2016032. (B)(4). Investigation is still in progress

Event description:
Additional information received 07aug2018: "it is possible that the second device performed as intended".